Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient had a bladder infection at the time of the report. They went to the doctor on the day prior to the report and was taking antibiotics for it. There were no device issues or further complications reported or anticipated.